Event description:
The customer reported that there was a disconnection from the philips information center ix (pic ix) server. There was local monitoring mode/local monitoring mode on all 16 pic ix computer/hosts. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.